Manufacturer narrative:
(B)(4).

Event description:
Data analysis confirmed a transmitter failed error for 8heal9, on 02/28/2021. At that time, the transmitter was activated for 10 days with a dynamic voltage of 252. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 28. The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.